Event description:
The customer reported to olympus the evis exera iii video system center displayed a b40 error code on the monitor. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "4114" was inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.